Event description:
A surgeon reported when he activated the viscous fluid control (vfc) extract, there was no extraction. The surgeon then selected vfc inject and air pressure came out of the scissors port. The case was then completed by manually injecting the silicone oil. There was no patient harm, delay, or cancellations.

Manufacturer narrative:
A company service representative examined the system and found saline in the pressure vacuum manifold. The pressure vacuum manifold was replaced to correct the problem. The replaced part will be sent in for in-house evaluation. The system was then tested and met all product specifications. A company sales representative was notified that a fluid egress had occurred. An inservice will be scheduled so the same mistake will not be repeated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).